Event description:
Reporter alleged erratic blood glucose readings where glucose read 280 mg/dl on one particular test strip vial compared to a result of 139 mg/dl on a different test strip vial when testing was performed 3 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.